Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned for analysis in one piece measuring 12.8 cm. External abrasion was found breaching the right ventricle cable lumen at 12.0 ¿ 12.2 cm from the connector pin. The etfe cable coating was found intact in this location. The cause of external abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.